Manufacturer narrative:
The cause of the reported issue was due to the power pcb assembly. Once the power pcb assembly is replaced to resolve the reported issue and proper device operation is observed through functional and performance testing, the device will be returned to the customer for use.

Event description:
The customer contacted stryker to report that their device will not power on. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Stryker evaluated the customer's device and verified that the device does not power on using ac power; however, the device will power on using battery power. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device will not power on. There was no report of patient use associated with the reported event.